Event description:
As reported to coloplast though not verified, patient was implanted with coloplast aris mesh. Later the patient experienced failed sling, severe pelvic pain, bleeding, recurrent incontinence, dyspareunia, pelvic pressure, urinary problems and urinary tract infection. An excision of mesh and implantation of a competitor's product were performed and cipro and pyridium were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events summarized: three. One aris retropubic, ninety four aris transobturator, three minitape, six supris suprapubic, two omnisure.